Event description:
Customer reported 5 false positive result obtained on the alinity m sars cov-2 assay. The customer states that the patients were tested on (B)(6) 2021 and were all positive with cycle numbers (cn) between 30-33. The patients were all pre-surgery, so the physician questioned why all results were positive. The patient samples were repeated and the result were negative then. The customer states good laboratory practice and environmental monitoring had been reviewed in the past after reporting potentially discrepant results. Per an update from the customer three additional samples generated positive results and repeated as negative. The customer concluded that there was a distribution of 8 positive samples along an edge on the amp kit map that may indicate a localized contamination event from handling the tray with a contaminated glove. All 5 of the patient surgeries were cancelled as a consequence of these results.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
Investigation into this complaint included a device history record / batch record review, CAPA / non-conformance review and a complaint history review, summarized as follows: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522521 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522521 (including the components) was performed to identify any internal or post-production use issues related to the reported complaint and associated lot numbers. The CAPA review did not identify any existing internal issues or non-conformances related to the reported issue for the reported lot. A lot specific complaint review was performed to identify similar complaints to the ticket being investigated. No product deficiency was identified by this evaluation. Based on the overall results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522521 was not identified.